Event description:
It was reported that customer was found unconscious and was treated with glucagon. Customer was taken to the hospital, was treated and released. Customer's blood glucose ranged from 37 mg/dl to 400 mg/dl and 600 mg/dl. It was reported that healthcare professional took customer off of insulin pump due to insulin pump not working correctly. It was reported that insulin pump could not upload to carelink and bolus history had gaps and there were missing data. Customer declined troubleshooting and requested for insulin pump to be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the delivery volume accuracy test.

Manufacturer narrative:
The insulin pump passed the functional testing. However, alarms were noted in the history due to corrupted history files. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, cracked display window and a cracked case near the display window corners.